Manufacturer narrative:
The analyzer generated another sample lld noise error at the end of september. The sr probe was exchanged and voltage and position adjustments were done. After cleaning the analyzer, control measurements were performed. Function check and movement check were performed. After this, no recurrence of the issue has been reported.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for free thyroxine (ft4). The sample initially resulted as 1.46 ng/dl. The sample was repeated and had a sample lld noise error upon repeat. The sample was then automatically repeated by the analyzer and resulted as 0.02 ng/dl. The sample was repeated an additional time, resulting as 1.44 ng/dl. The 0.02 ng/dl result was believed to be falsely low. It was asked, but it is not known which value was reported outside of the laboratory. The patient was not adversely affected. The ft4 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).